Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-2-jug-celect-pt. Similar to device under 510(k) k121629. Summary of investigational findings: the follow up CT demonstrates a large right retroperitoneal hematoma with posterior compression of the ivc and filter. The retroperitoneal pain experienced one day post filter placement and the caval and filter compression by the hematoma most likely was the result of ivc filter leg perforation followed by arterial injury. Imaging provides no evidence that filter is unsuitable for removal and clinical indication of prophylaxis in the postoperative period seems to have passed since the patient have had the planned surgery. The filter legs have been displaced away from the bleed site by the hematoma and as such, removing the filter should not provoke additional bleeding by disturbing the injured vessel. There is a risk of delayed bleeding in this case. Since the injury in this instance was likely due to a retroperitoneal artery, the possibility of a lacerated artery and or pseudoaneurysm that would be at risk to bleed in a delayed fashion could be evaluated and treated with arteriography and embolization. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority ends up in successful filter retrieval.¿ IFU: potential adverse events: damage to vena cava; pulmonary embolism; filter embolization; vena cava perforation/penetration; vena cava occlusion or thrombosis; hemorrhage; hematoma at vascular access site; infection at vascular access site; cardiac tamponade; filter malpositioning; postphlebitic syndrome; death. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "male (B)(6). Gastric cancer patient. Has had a course of chemotherapy. Developed a pe so the decision was made to place a filter pre surgery. Filter was placed on (B)(6) 2013. The filter placement was uneventful. Patient presented on (B)(6) 2013 with right sided loin pain, renal colic. A chest x-ray was performed and the patient was discharged with antibiotics. CT scan on (B)(6) 2013 showed that there was abnormal tissue / hematoma at the level of the right psoas muscle at the level of filter placement. Total gastrectomy was performed on the (B)(6) 2013. Stomach removal, complications from bleeding spleen led to the spleen also being removed. The physician thought it was highly probable that what was seen on CT was hematoma and as a result from the filter placement. The physician said he wanted to avoid doing anything aggressive to a possibly fragile vena cava. The referring surgeon was also on leave and it was suggested that if the decision was to remove the filter that vascular back up may be advisable. The patient is asymptomatic. On (B)(6) 2013, filter could not be retrieved " patient outcome: hematoma and unsuccessful filter retrieval.